Event description:
Reporter claimed that, while working on a pt, the unit alarm limits were set at a low of 87 (spo2) and the visual alarm displayed 84 (spo2) value, but the monitor alarm did not sound. A biomedical engineer was able to get the alarm to sound again, and the unit was placed back into service. Before the unit was used on a pt, the unit was sent back to biomedical engineering because the alarm did not sound a second time. No pt harm was reported.

Manufacturer narrative:
Complaint investigation revealed that, the failure was isolated to damaged components on the pcb. It was also observed during complaint investigation that, the board was modified by the customer.